Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("she was told both tubes were removed and the left coil was removed completely the right coil broke during the procedure so was only partially removed"), pelvic pain ("severe pelvic pain"), device dislocation ("during initial removal surgery doctor was unable to locate and remove all or part of the essure device"), device expulsion ("malposition of essure device location of device: uterus") and genital haemorrhage ("abnormal genital bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test.". The patient's medical history included anemia, genital herpes, pelvic inflammatory disease, multigravida, multiparous, augmentation mammoplasty, uterine dilation and curettage in 2012 and missed abortion. Concurrent conditions included burning sensation and irregular periods. Concomitant products included ibuprofen and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and complication of device removal ("during initial removal surgery doctor was unable to locate and remove all or part of the essure device"), 2 months 9 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti's"), fungal infection ("yeast infection"), bacterial vaginosis ("bacteria vaginosis"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy") and abdominal pain lower ("lower abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery ((bilateral salpingectomy and (B)(6) 2015 (bilateral salpingectomy - laparoscopy), (supracervical hysterectomy (uterus only))). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, device dislocation and complication of device removal outcome was unknown and the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, urinary tract infection, fungal infection, bacterial vaginosis, nausea, vaginal discharge, fatigue, alopecia, weight decreased, abdominal pain, allergy to metals and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bacterial vaginosis, bladder disorder, complication of device removal, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: (B)(6) 2015: bilateral salpingectomy & (B)(6) 2015 (supracervical hysterectomy (uterus only). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Gynaecological examination - on (B)(6) 2015: assessment: abnormal nos. Results: essure not located. Pathology test - on (B)(6) 2015: a. Received in a formalin filled container labeled "patient, right fallopian tube with essure. Coils" is a fimbriated segment of fallopian tube, 8.0 cm in length by up to 0.8 cm in diameter. Sections are unremarkable. Also received separately in the container are three segments of silver metallic coiled wires from 1.0 up to 2.5 cm in length by 0.2 cm in diameter. B. Received in a formalin filled container labeled "patient, left fallopian tube with essure coils" is a segment of fimbriated fallopian tube, 8.5 cm in length by up to 0.7 cm in diameter. Sections are unremarkable. Also received separately in the container is a 2.8 x 0.2 cm silver metallic coiled wire; on (B)(6) 2015: final pathologic diagnosis. Uterus, hysterectomy: inactive endometrium. Ectocervix and endocervix with no pathologic changes. One metallic coil is identified in the left cornu (gross diagnosis). Uterine corpus: 8.5 x 7.2 x 5,7 cm and covered with a tan-pink smooth serosal surface. A metallic coil is identified in the left cornu. Ultrasound scan - on (B)(6) 2015: enlarged, somewhat heterogeneous appearance of uterus. This is a nonspecific finding. If pelvic pain persists perhaps an MRI might provide further evaluation. 2. Small to moderate amount of pelvic free fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2018: quality safety evaluation of product technical complaints. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and device dislocation ("during initial removal surgery doctor was unable to locate and remove all or part of the essure device") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On (B)(6) 2015, 2 months 9 days after starting essure, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required) and device difficult to use ("during initial removal surgery doctor was unable to locate and remove all or part of the essure device"). On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (essure device removal) and surgery (remained essure device removal). Essure was withdrawn. At the time of the report, the pelvic pain, device dislocation and device difficult to use outcome was unknown. The reporter considered pelvic pain, device dislocation and device difficult to use to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2015: gynaecological examination result was essure not located (abnormal nos). Company causality comment: this spontaneous case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. About two months after insertion, plaintiff underwent a surgery to remove the inserts, however, doctor was unable to locate (device dislocation) and remove all or part of the essure device. A new surgery was performed to remove the remaining essure devices. Pelvic pain and device dislocation are anticipated in the reference safety information for essure. Pelvic pain and device dislocation may occur during essure therapy. Due to the close temporal relationship between dislocation and essure insertion, it is not possible to exclude that actually an incorrect placement occurred. However, considering the information received for this case and the nature of events, a causal relationship with essure was considered as related. Since surgical interventions were required to remove the devices, case is regarded as incident. A product technical analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-jan-2017: quality safety evaluation received company causality comment: this spontaneous case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. About two months after insertion, plaintiff underwent a surgery to remove the inserts, however, doctor was unable to locate (device dislocation) and remove all or part of the essure device. A new surgery was performed to remove the remaining essure devices. Pelvic pain and device dislocation are anticipated in the reference safety information for essure. Pelvic pain and device dislocation may occur during essure therapy. Due to the close temporal relationship between dislocation and essure insertion, it is not possible to exclude that actually an incorrect placement occurred. However, considering the information received for this case and the nature of events, a causal relationship with essure was considered as related. As surgical interventions were required to remove the devices, case is regarded as incident. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.